Event description:
It was reported that there was recharger damage; stating that the recharger paddle is cracked and they can no longer charge the implant. Caller stated that the implant has been overheating over the last couple months and it has been taking quite a long time for the implant to charge. A request was sent to repair to replace the recharger.

Manufacturer narrative:
Product ID: 97755-s, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating that "pt said a paddle that was sent to them since the other one was cracking. With the old one it took a long time for ins to charge for it took 42 hours to charge the ins before the revision happen with the new doctor. That had been fixed with the new implant revision and new paddle being sent to them."